Event description:
The surgeon noticed deposits on the implant on (B)(6) 2009 and tried to remove these with yag laser. The surgeon reported that the deposits appeared within the anterior surface of the lens and integral to it, rather than inflammatory cells on the surface. The patient's vision had dropped from 6/12 to 6/18 and surgeon indicated that a lens exchange would be required if the situation deteriorated.

Manufacturer narrative:
Photographs of the lens and surrounding eye were provided for inspection by the manufacturer and their medical consultants. They concluded that the deposits were roughly centered on the pupil and probably related to previous inflammation, prior to the implantation of the iol. Investigation of the medication taken by the patient did not indicate this to be a contributory cause of the deposits on the lens. The ophthalmic surgeon caring for the patient determined that the degree of vision loss was not sufficiently acute to explant the lens. Therefore, as the lens could not be investigated further, the case was closed with this action accepted by the (B)(4) on the (B)(4) 2009. Manufacturing process records indicate normal manufacture and sterilization. No other complaints have been received against this lot. No further action was taken. This product is not distributed in the united states, but rayner is reporting this issue since the iol is manufactured from the same material and has the same intended use as the c-flex injectable lens approved by the FDA may 3, 2007. (B)(4).